Manufacturer narrative:
(Fdd) additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at the beginning of laparoscopic hysterectomy for broad ligament, the surgeon reported that both retractable l-hooks were not functioning correctly. It would not extend and then retract as indicated. There was no activation of tissue, no tissue damage and the device was never cleaned. The knife blade did not extend nor protrude beyond the edge of the jaws. It was connected to a generator with software version 4.0.4. The third handpiece tried to work without issues. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Functional testing found that the product analysis found the hook protruded out and could not retract. The jaw were unable to retract as well. The hook likely got damaged due to misuse. The most likely cause of the damage is the user forcefully advancing the hook while it is stuck due to excessive force being applied to the jaws or hook sheet. A review of the system logs showed that the device had been used successfully prior to the damage. It was reported that there was a hook deployment issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not bend the instrument shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: lf5644, lig dissector lf5644 sealer div 44cm (lot#40890145x); vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic hysterectomy for broad ligament procedure, the surgeon reported that the jaw was difficult or impossible to open upon clamping. They were able to remove but that it occurred on two different units with two different lot numbers. The generator software version is 4.0.4. The third unit worked as indicated. There was no patient injury.